Manufacturer narrative:
A company representative has advised that the iabp has been repaired by the distributor; the o-ring was replaced and the iabp is functioning normally. The iabp is currently being used as a demo equipment.

Event description:
After the installation of the cardiosave intra-aortic balloon pump (iabp) was completed, the getinge authorized distributor ran the iabp and found it was leaking helium, and upon further inspection, it was found that the o-ring seal was damaged which is between pump console and hospital cart. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge engineer has instructed the designee to replace the buna o-ring and put vacuum grease on the new o-ring when installing otherwise the connection will leak. A supplemental report will be sent when additional information is received.

Event description:
After finished the installation of the cardiosave intra-aortic balloon pump (iabp) the getinge designee ran the unit and found it was leaking helium. The designee inspected the unit and found that the o-ring seal was damaged which is between pump console and hospital cart. There was no patient involvement and no adverse event was reported.